Manufacturer narrative:
B5: describe event; corrected information: initial MDR inadvertently omitted information known prior to submission.

Event description:
It was reported that during the patient's battery replacement, the generator had been struck by electrocautery. This information was not reported in the initial MDR. Product analysis of the generator was conducted in which in anomalies were identified outside of the reported electrocautery event. Later it was reported that the patient underwent lead revision due to high impedance. High impedance investigation will not be captured in MFR. Report#: 1644487-2024-01437.

Event description:
Later, the patient reports that the pain they were experienced had started since implantation. It was also noted by the patient that they had experienced dyspnea associated with stimulation, describing it as 'strangling her airway', stating this event got extreme. No other relevant information has been received to date.

Manufacturer narrative:
B5. Describe event; corrected information; sup MDR #2 inadvertently omitted information known prior to submission.

Event description:
It was reported that the patient had experienced painful stimulation on their device spontaneously (despite being on the same settings). The patient's settings were reduced due this reported pain. An x-ray was taken in which no root cause of the associated pain could be determined from the x-ray. It was later reported that the patient's generator was replaced due to this pain. The suspect product has not been received by the manufacturer to date. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.